Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7172423, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had migrated. Lead migration was confirmed thru x-ray imaging. The patient underwent a scs lead repositioning procedure and was doing well postoperatively. The devices remained implanted and in service.